Manufacturer narrative:
Date rec¿d by MFR : 07aug2019, date of report : 09aug2019. MFR. Report #:2031642-2019-01058 is a duplicate of an event previously reported under MFR. Report #:2031642-2019-00887. Any additional information will be submitted under the initially reported MFR. Report #:2031642-2019-00887. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen on the unit failed. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 08may19, date rec¿d by MFR :03may19. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen. A touchscreen assembly was returned for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.